Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the biomedical engineering department from an unspecified unit with a note that stated, "bolus did not work." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No medical interventions were reported. Though requested, no additional information was received.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.